Event description:
It was reported that the patient presented to the hospital with bradycardia. Upon interrogation the pulse generator was found to be in backup vvi, but the patient was not getting pacing support.

Manufacturer narrative:
Na